Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker was stretched. Another leadless pacemaker was used to complete the procedure. There were no patient consequences.